Manufacturer narrative:
Product ID: 3093-28, lot# va0071e, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer.

Event description:
It was reported that the patient had no stimulation sensation. The patient had not been able to feel stimulation since 2 days ago. It was noted that the patient had surgery 5 days ago. The patient could not feel stimulation but was getting therapeutic relief.